Event description:
Difficulty breathing; wearing a face mask as required by local mandate even for a short period amplifies symptoms of my sleep apnea. Severe headaches and sinus issues are a result. Forcing me to wear a piece of cloth over my face is both harmful and illegal. FDA safety report ID # (B)(4).